Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Worn components were discovered throughout the device, including the bearings, motor and rotor, which is a probable cause of overheating.